Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Event description:
It was reported that the patient received inappropriate therapy due to t wave oversensing [twos] by the right ventricular lead. R wave sensing was low and far field r wave oversensing [ffrwos] and twos were both observed on the electrogram [egm]. It was additionally noted that the patient is taking medications, with an unknown level of compliance, that may affect electrolytes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.